Event description:
On april 16, 2006 the lay user/reporter contacted lifescan alleging that the one touch ultra was reading inaccurately high. The following information was obtained from the initial call with the customer care advocate. On april 16, 2006 (1pm), the pt got "518, 432, and 416 mg/dl" on her meter, performed within 10 minutes apart, before she became clammy, incoherent, and lethargic the emergency services were contacted, tested the pt on an unk device, which read "31 mg/dl", and then treated the pt with an IV (type/dosage unk). Prior to receiving medical attention, the pt took insulin (type/dosage unk). The customer care advocate (cca) verified that the meter was set to the correct unit of measure and that the correct techniques were used for cleaning the puncture site and for applying the blood to the test strip. However, the cca discovered that the pt was using test strips that expired in june 2005, which can cause inaccurate high readins. The medical affairs spec. Sent a letter 5 days later since the pt/preporter cannot be reached by telephone. The meter, test strips, and control solution were replaced.